Event description:
The neonotal therapist was a couple beds from jet ventilator, when she heard vent cycle to fill humidifer, nurse soon called for help due to baby's "neontrate" decreasing. Upon inspection circuit to jet was filled with water along with the baby's ett. Baby then placed on the infant start high frequency vent.